Manufacturer narrative:
(B)(4). The device was not returned for analysis as the clip remains in the patient. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incident reported from this lot. Based on the available information, the reported single leaflet device attachment (slda) appears to be due to the user error. It should be noted that the mitraclip system instructions for use (IFU) states, deployment step 3: gripper line removal, "grasp one of the free ends of the gripper line, confirm the line moves freely and slowly remove the line." As it was reported this step was omitted from the procedure until the steerable guide catheter (sgc) was removed. As per instructions per use (IFU), this is considered to be a user error that contributed to the reported slda. A definitive cause for the reported gripper line break could not be determined. The reported improper or incorrect procedure or method was due to the user error's deviating from the IFU. The reported foreign body in patient was a cascading event of reported gripper line break. The reported foreign body in patient is listed in the eifu, mitraclip ntr/xtr, as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). The first mitraclip was implanted, but the physician forgot to remove the gripper line. After removal of the steerable guide catheter, the physician noticed that the gripper line had not been removed and a single leaflet device attachment occurred. The gripper line separated at the femoral vein access site and is still attached to the deployed clip. The slda appeared to be related to the gripper line not being removed at the appropriate step. A second mitraclip was implanted to stabilize the first clip. The procedure was completed with mr grade 2. No additional information was provided.